Event description:
The following was reported to gore: on (B)(6) 2026, at 14:00, a patient underwent treatment to close a patent foramen ovale using a gore® cardioform septal occluder (gso device). The patient tolerated the procedure. On the night of (B)(6) 2026, the patient developed a fever of 39°c and reported chills. On (B)(6) 2026, the patient continued to have a fever of 38¿39°c, and the chills persisted. Blood culture was obtained. On (B)(6) 2026, blood culture testing was performed. On (B)(6) 2026, blood culture was positive for methicillin-sensitive staphylococcus aureus (mssa), and the patient was diagnosed with infective endocarditis (ie). The gso device was removed from the body using a snare. During removal, mssa from the device was disseminated within the body, leading to metastatic spread to multiple sites. Cefazolin therapy was initiated. The removed gso device and blood culture testing was performed. On (B)(6) 2026, the removed gso device and blood culture testing was positive for mssa. Cefazolin treatment was continued. On (B)(6) 2026, blood cultures were negative for mssa. From (B)(6) 2026 onward, hospitalization is planned for up to 60 days from the onset. The physician stated that, in accordance with standard practice, antibiotics were administered only once intraoperatively, and the cause of this event remains unknown.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.